Event description:
It was reported that during testing at the user facility the head of the device broke off. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the head of the device is broke off where you tighten it manually was confirmed by the complaint specialist during the device evaluation; during the visual inspection the thumb wheel of the tightening screw was found to have broken off. The screw has to be tightened slightly so that the clamp is slug around the instrument and overtightening of the device should be avoided. Handling of the device may have caused or contributed to the reported event.

Event description:
It was reported that during testing at the user facility the head of the device broke off. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during testing at the user facility the head of the device broke off. No adverse consequences or procedural delays were reported with this event.